Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (This is 2 of 2 MDR submissions).

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings (50s-60s) and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced weakness and foot pain. The customer self-treated with ice cream and reduced their lantus insulin shots from 40 to 20 units. There was no report of death or permanent injury associated with this event.